Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that their arctic sun device was alarming 01/02 fluid delivery line open. Therapy was running for about 2 hours before it began alarming. Nurse stated that they swapped the machine out and the new device was alarming as well. Confirmed they have 4 pads connected. Nurse not in room, nurse transferred call so they could troubleshoot in front of device. Primary nurse in room had just changed the pads and restarted therapy. With new pads, water flow rate (wfr) was 3.4 l/min. Confirmed with nurse this was a good flow rate. Nurse thought they were good now. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported event is confirmed cause unknown as they change the pads and flow rate issue is solved. Sample was not available for evaluation. Pfmea ra7600780, revision 21, was performed for this investigation. The reported event is addressed in step/item #24 with potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". Based on this review the risk is within the expected range. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that their arctic sun device was alarming 01/02 fluid delivery line open. Therapy was running for about 2 hours before it began alarming. Nurse stated that they swapped the machine out and the new device was alarming as well. Confirmed they have 4 pads connected. Nurse not in room, nurse transferred call so they could troubleshoot in front of device. Primary nurse in room had just changed the pads and restarted therapy. With new pads, water flow rate (wfr) was 3.4 l/min. Confirmed with nurse this was a good flow rate. Nurse thought they were good now. Encouraged nurse to call back with any issues. Per follow up information received via task on 26feb2025, charge nurse who confirmed patient completed therapy with the new pads. Both pad sets were size medium. They had kept the pads with the supplies manager for about one week before disposing of them.